Event description:
Customer reported an incident of hypoglycemia requiring treatment by layperson at a time when he was unable to use the compact plus system, because he did not know how to turn it on. The issue was resolved through troubleshooting/education with manufacturer's product support agent. Product labeling instructs the customer to all for product support 24 hours per day at a toll-free number. No reportable malfunction was alleged. A request was made for the return of the system, replacement was sent.